Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument made a strange noise, was not working, and was removed from the operating room. On (B)(6) 2021, intuitive surgical, inc. (Isi) received FDA voluntary medwatch report #mw(B)(4)from a customer stating: "vessel sealer extend made strange noise, not working, removed from operating room." The report also indicated that there was a serious injury (B)(6) that required intervention (B)(6). However, no details were provided related to this event. No follow-up can be performed for this event as no identifying information was provided as to where this reported event occurred and no contact information was included.

Manufacturer narrative:
As of the date of this report, the vessel sealer extend instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. It is unknown what site reported this event, so a site complaint history review was not possible. In addition, due to insufficient information provided (i.e. Event date, system serial #, surgeon name), neither a system or instrument log review could be performed. This event is being reported due to the following conclusion: isi received FDA voluntary medwatch report #(B)(4) indicating that a serious injury occurred and medical intervention was required during a da vinci-assisted procedure. At this time, it is unknown what injury the patient sustained, the severity and cause of the injury, additional event details, and medical intervention, if any. Blank MDR fields: follow-up could not be performed due to lack of contact information so the patient information could not be obtained. The expiration date is not applicable. Because the product is not implantable. Information is not available. Is unknown because the reporter information was not included. Are not applicable.